Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's pacing functionality failed. The device was reported to be in use on a patient; additional details about patient outcome have been requested. This is being considered a serious injury because philips cannot rule out that clinical action was taken to prevent serious injury or death. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device's pacing functionality failed. The device was reported to be in use on a patient; additional details about patient outcome were requested but not received. This case is being considered a serious injury because philips cannot rule out that clinical action was taken to prevent serious injury or death. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was not confirmed as it could not be reproduced with the patient simulator. The device was tested and the reported issue of no reacting from the patient at certain settings was not duplicated with the patient simulator. The device passed all testing and was placed back into clinical use. The device remains at the customer site and no further investigation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.